Event description:
It was reported that anchor broke during r/c. No significant delay or patient injury reported.

Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution.

Manufacturer narrative:
The complaint stated ¿it was reported that anchor broke during r/c, all pieces were removed from patient¿s anatomy.¿ no portions of anchor, ultrabraid nor cobraid were returned. There is no apparent damage to the shaft or the forks; no bow, bend or twist. Bone condition was reported as normal. Device preparation was reported to be a 5.5awl. This is aligned with instructions for use for normal condition bone. Investigator concluded that root cause is undetermined after evaluation and device history record shown good results during manufacture of the device.